Event description:
A 32mm aso embolized in a large defect with little or no anterior/superior aortic rim, the device was retrieved and the patient was referred for surgical closure.

Manufacturer narrative:
Since being notified of the event, aga medical has requested additional information from the physician on 6/6/2006 and 6/29/2006. As of the filing of this report, no additional information has been received by aga medical.